Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A vamf3030c150te valiant captiva stent graft was intended to be implanted in the endovascular treatment of a small pau and a endoleak (previously implanted non-mdt device). When the device was opened from the sterilized sleeve, the back-end wheel was found to be broken in two pieces, although the outer package was intact. The device was not implanted, and another device of the same size was used instead, with good results. The cause of the broken device was not known. It was said there was no damage to the outer box and the sterile packaing was intact.

Manufacturer narrative:
Product analysis conclusion: 8 still images were received for analysis. The tip capture release handle can be seen to have detached. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was received for analysis with the external slider in the home position. The tip capture release handle had detached prior to receipt of the device, only one half was received for analysis. No deformation was evident to the backend t-bar. A strain mark was evident to the tab on the tip capture release handle. Deformation was evident to the graft cover immediately distal to strain relief. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.